Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the buttons. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) this is product is associated with report with patient (B)(6).